Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the devices are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-013-3167-4/fulltext.html (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that in 5 patients the stem was removed for deep infection.